Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure devices (vcd) was unable to deploy the plug. There was no reported patient injury. The physician had achieved certification for the use of exoseal vcd, and there were no visible signs of device or packaging damage prior to use. The devices were stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the correct insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. Hemostasis was achieved through manual compression. The deployment button was fully depressed and flushed against the handle, and approximately 1-2 seconds after depressing the deployment button, the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient. One non-sterile vascular closure device 5f was received for analysis. Upon visual inspection, the deployment lever on the device was not depressed, and the plug was present on the delivery shaft in its manufactured position, which was found with dry blood residues. The indicator wire was fully deployed. The indicator window was received in the black/white position, and the guard was found not locked. No other anomalies were observed during this analysis. Additionally, a cordis catheter sheath introducer (csi) used in the procedure was returned inserted on the device. No dimensional analysis is required due to the positive results of the functional evaluation. Per functional testing, it was executed by first pulling the indicator wire to achieve the black/black position and then depressing the deployment lever, resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to assess the conditions of the assembly configuration. During this evaluation, no signs of obstruction or any impediments were observed that could be related to the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not confirmed through analysis of the returned device as it was received without any button depression, and the plug was successfully deployed per functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer since the condition of the device received did not match the event description provided. Since the deployment lever/button of the received device was not depressed (even though it was reported that the button was fully depressed and flushed against the handle), it is expected that the plug would not be deployed from the unit. Additionally, as the device passed functional analysis with deployment of the plug, it is not clear what issue the customer may have experienced during use of the device. However, as there were no issues noted during analysis, procedural/handling factors likely contributed to the issue experienced by the user. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5 f exoseal vascular closure devices (vcd) was unable to deploy the plug. There was no reported patient injury. The physician had achieved certification for the use of exoseal vcd, and there were no visible signs of device or packaging damage prior to use. The devices were stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the correct insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. Hemostasis was achieved through manual compression. The deployment button was fully depressed and flushed against the handle, and approximately 1-2 seconds after depressing the deployment button, the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient. The device is being returned for evaluation.